Event description:
It was reported that the right ventricular (rv) lead exhibited varying impedance, with possible insulation damage and subsequently encountered a lead warning for low impedance. The lead remains in use, and patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).